Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure') and pregnancy with contraceptive device ('pregnancy (termination)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted" and device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device in 2013, pregnancy with contraceptive device in 2010, multigravida and parity 2 (dates of live births: (B)(6) 2000; (B)(6) 2009). Concurrent conditions included adnexa uteri cyst. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain ("pain - abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia);"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia);"), fatigue ("fatigue"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), migraine ("migraines/headaches") and allergy to metals ("nickel allergy"). In 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain - pelvic"), rash ("rashes or skin conditions"), dyspareunia ("dyspareunia ") and cyst ("cyst") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure device). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, fatigue, cystitis, urinary tract infection, vaginal infection, migraine, allergy to metals, weight increased, rash, dyspareunia and cyst outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, allergy to metals, cyst, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic/ abdominala and dysmenorrhea (cramping) plantiff experienced other 2 pregnancy on essure in 2010 and 2013 which was captured under case (B)(4) respectively. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: pfs received. Event: cyst were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure') and pregnancy with contraceptive device ('pregnancy (termination)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted" and device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device in 2013, pregnancy with contraceptive device in 2010, multigravida and parity 2 (dates of live births: (B)(6) 2000; (B)(6) 2009). Concurrent conditions included adnexa uteri cyst. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain ("pain - abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia);"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia);"), fatigue ("fatigue"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), migraine ("migraines/headaches") and allergy to metals ("nickel allergy"). In 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain - pelvic"), rash ("rashes or skin conditions") and dyspareunia ("dyspareunia ") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure device). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, fatigue, cystitis, urinary tract infection, vaginal infection, migraine, allergy to metals, weight increased, rash and dyspareunia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, allergy to metals, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic/ abdominala and dysmenorrhea (cramping) plaintiff experienced other 2 pregnancy on essure in 2010 and 2013 which was captured under case (B)(4) respectively. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: quality-safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure') and pregnancy with contraceptive device ('pregnancy (termination)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted" and device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device in 2013, pregnancy with contraceptive device in 2010, multigravida and parity 2 (dates of live births: (B)(6) 2000; (B)(6) 2009). Concurrent conditions included adnexa uteri cyst. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain ("pain - abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia);"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia);"), fatigue ("fatigue"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), migraine ("migraines/headaches") and allergy to metals ("nickel allergy"). In 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain - pelvic"), rash ("rashes or skin conditions"), dyspareunia ("dyspareunia ") and cyst ("cyst") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure device). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, heavy menstrual bleeding, fatigue, cystitis, urinary tract infection, vaginal infection, migraine, allergy to metals, weight increased, rash, dyspareunia and cyst outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, allergy to metals, cyst, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, migraine, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic/ abdominal and dysmenorrhea (cramping) plaintiff experienced other 2 pregnancy on essure in 2010 and 2013 which was captured under case (B)(4), (B)(6) 2019 respectively. Discrepancy noted in explant date- current fu not removed. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2021: mr received. Aka name added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure') and pregnancy with contraceptive device ('pregnancy (termination)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted" and device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device in 2013, pregnancy with contraceptive device in 2010, multigravida and parity 2 (dates of live births: (B)(6) 2000; (B)(6) 2009. Concurrent conditions included adnexa uteri cyst. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain ("pain - abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia);"), fatigue ("fatigue"), cystitis ("infection bladder/urinary tract/vaginal"), urinary tract infection ("infection bladder/urinary tract/vaginal"), vaginal infection ("infection bladder/urinary tract/vaginal"), migraine ("migraines/headaches") and allergy to metals ("nickel allergy"). In 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain - pelvic"), rash ("rashes or skin conditions"), dyspareunia ("dyspareunia ") and cyst ("cyst") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure device). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, fatigue, cystitis, urinary tract infection, vaginal infection, migraine, allergy to metals, weight increased, rash, dyspareunia and cyst outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, allergy to metals, cyst, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic/ abdominal and dysmenorrhea (cramping) plaintiff experienced other 2 pregnancy on essure in 2010 and 2013 which was captured under case (B)(4) respectively . Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure') and pregnancy with contraceptive device ('pregnancy (termination)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted" and device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device in 2013, pregnancy with contraceptive device in 2010, gravida ii and parity 2 (dates of live births: (B)(6) 2000; (B)(6) 2009). Concurrent conditions included adnexa uteri cyst. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain ("pain - abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia);"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia);"), fatigue ("fatigue"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), migraine ("migraines/headaches") and allergy to metals ("nickel allergy"). In 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain - pelvic"), rash ("rashes or skin conditions") and dyspareunia ("dyspareunia ") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure device). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, fatigue, cystitis, urinary tract infection, vaginal infection, migraine, allergy to metals, weight increased, rash and dyspareunia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, allergy to metals, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic/ abdominal and dysmenorrhea (cramping) plaintiff experienced other 2 pregnancy on essure in 2010 and 2013 which was captured under case 2019-201970, 2019-201972 respectively. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs & mr received. New reporter's was added. Added event abnormal bleeding (vaginal, menorrhagia), fatigue, infection (bladder/urinary tract/vaginal), migraines/headaches,migration of essure, nickel allergy, abdominal pain, pregnancy (termination), rashes or skin conditions, weight gain. Updated event onset dates. Medical history, concomitant conditions, lab data were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.